Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. There was no adverse impact on the customer¿s blood glucose level. The customer declined further follow-up from customer technical support.